Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during patient use, unit was alarming apnea. The customer replaced the vent to finish care without reported injury.

Manufacturer narrative:
This was a gehc technical support call. The hospital biomed at the site was not service trained for the technical support. The site never returned calls for further assistance. The root cause was undetermined.